Event description:
The customer reported that a piece of the sensor cannula was stuck in his skin. The customer stated that he inserted and removed the sensor an hour later. Customer stated that a 2mm piece of the cannula remained, but the rest had broken off in his body. The customer did not recall any significant events leading up to this issues, and stated that insertion was fine. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.